Event description:
It was reported that a "reflux" of blood leaked past the bd venflon¿ pro safety peripheral safety IV catheter stylet during use before it was pulled out. Additionally, blood also leaked past the tightened cap when the catheter was flushed. The following information was provided by the initial reporter: "during the insertion of the venflon , a ¿reflux¿ of blood is seen past the stylet before it is pulled out. After arrival at the hospital, there is also a leakage at the white cap (cap was tightened) and venflon was flushed with nacl."

Manufacturer narrative:
H.6. Investigation summary: two photos were received by our quality team for evaluation. Upon visual inspection, blood was observed in the cannula hub and leakage from the end cap was observed; therefore, the incident could be verified. A device history record could not be evaluated as the lot number is unknown. Based on the photo returned, the leakage at the end cap could be due to wear and tear of the mold insert which results in a bigger diameter being molded and leads to a bulged cone. The bulged cone could prevent the end cap from slipping onto the luer at the cannula hub properly and caused the leakage from the end cap as the user would not be able to tighten it properly. However, as no sample was returned, further investigation could not be performed; therefore, the root cause cannot be determined. The complaint will be reopened if a sample is returned. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a "reflux" of blood leaked past the bd venflon¿ pro safety peripheral safety IV catheter stylet during use before it was pulled out. Additionally, blood also leaked past the tightened cap when the catheter was flushed. The following information was provided by the initial reporter: "during the insertion of the venflon , a ¿reflux¿ of blood is seen past the stylet before it is pulled out. After arrival at the hospital, there is also a leakage at the white cap (cap was tightened) and venflon was flushed with nacl."